Manufacturer narrative:
Continuation of d10: product ID 8596sc serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2024 product type catheter product ID 8731sc serial# (B)(6) implanted: (B)(6) 2015 explanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(6), ubd: 08-sep-2024, UDI#: (B)(4) ; product ID: 8731sc, serial/lot #: (B)(6), ubd: 05-feb-2015, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp), consumer (con), and company representative (rep) regarding a patient receiving intrathecal fentanyl (200 mcg/ml at 25 mcg) via an implanted pump for spinal pain indications. It was reported that the patient was having magnetic resonance imaging (MRI) due to problems with their catheter. It was reported that the patient initially reported headaches and flu-like symptoms. External/environmental/patient factors that may have caused or contributed to the event was the patient had a fall a couple of days prior to the symptoms. The MRI tech stated that a dye study was done today and it showed that the catheter had separated from the connector or was fractured. It was reported that the myelogram was negative at the catheter tip and upon more imaging, shadowing appeared behind the site of the pump. The hcp stated that there was fluid in the pocket that was likely cerebrospinal fluid (csf). The hcp stated that there was swelling around the pump and the patient was having withdrawals. Surgical intervention occurred and the catheter was replaced entirely. Upon replacement of the catheter it was confirmed that the pin connector of the catheter in the abdomen pocket was disconnected and leaking csf into the pocket. No changes were made to the patient's pump. The issue was resolved at the time of this report and the patient's status was "alive-no injury". The patient's weight and medical history were asked but would not be made available.